Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
User facility report ((B)(4)) received that states: "patient scheduled for an abdominal aortogram and right lower extremity runoff, right superficial femoral artery recanalization, angioplasty, and stent secondary to nonhealing ulcer in inferior rectus. At the end of the procedure attempt was made to obtain hemostasis with proglide closure device. The device failed and adhered to the vessel and needed to be surgically removed." No additional information provided. Additional information received indicated, that two proglide devices were used. The first proglide device failed to achieve hemostasis and the second proglide device became lodged in the artery. Hemostasis was surgically achieved. Although the name of the physician was not provided, it was reported the physician is trained in the use of the proglide device. No additional information was provided.